Event description:
It was reported that the insulin pump alarmed an error and had an unresponsive keypad. The blood glucose reading was 192 mg/dl. The customer's father stated that the customer got out of the shower and received the error alarm; he noted that now they were unable to do anything on the insulin pump. He stated that the insulin pump had been exposed to moisture from the bath room during the shower. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump passed the self test and the reset error test with no error alarms. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.